Event description:
It was reported that the artificial urinary sphincter (aus) device implanted in the patient never worked and he was incontinent. A replacement surgery was performed, however, during the explantation it was noticed that the patient had a urethral erosion and the procedure was not completed. The patient was sent home with a catheter and will be monitored by the physician. After the surgery a fluid leak in the device from an unidentified origin was found. There were no patient complications.

Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes that the cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record review: review of manufacturing documentation was not performed as the lot number for this component was not provided. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists erosion and incontinence as potential adverse event(s) associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) device implanted in the patient never worked and he was incontinent. A replacement surgery was performed, however, during the explantation it was noticed that the patient had a urethral erosion and the procedure was not completed. The patient was sent home with a catheter and will be monitored by the physician. After the surgery a fluid leak in the device from an unidentified origin was found. There were no patient complications.